Manufacturer narrative:
(B)(4). Age at time of event: over 18 years old. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery. After the two stents implanted in the posterior descending artery, a 2.50x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the stent embolized off from sds in the right radial artery. An attempt to remove the dislodged stent from the right radial artery was performed but it was unsuccessful. The dislodged stent was still left in the right radial artery without any attempt to place another stent as the patient already had two stents and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user/facility medwatch 5064412 that the two stents were implanted in the non-tortuous and non-calcified posterior descending artery and mid right coronary artery. When the 2.50x16mm promus premier drug-eluting stent was advanced, the device was unable to pass through the proximal stent. Use of snares in retrieval attempts of the dislodged stent was unsuccessful. The pulse was intact and brisk with no compromise of the hand.